Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the malfunction alarm was cleared and then, the pump screen became unresponsive. Customer declined to provide alternate insulin therapy to be used.